Event description:
Lipectomy and during abdominoplasty with a ual device (ultrasound assisted lipectomy) the surgeon noted a blistering effect around the side port (suction ports). A teflon-coated catheter guard was on the ual. It appeared to have caused an abrasion.